Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a sensor error (check sensor) message on the same day of the adc freestyle libre sensor wear. Due to sensor error message, the customer was unable to monitor blood glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and treated with insulin injection (dose unknown). No further information was reported. There was no report of death or permanent injury associated with this event.